Event description:
It was reported that there was metal debris after removing the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to the h6 component code: the reported event was confirmed. The device inspection revealed the following: the thread is damaged, most probably due to explantation, but also to a possible excessive angulation of the screw, out of the advised range (-15° to 15°) during insertion. The damage observed led to the formation of fragments. The slight decolorization and the wear observed on the bottom of the screw head give indication that the screw was overtightened on the plate. Based on investigation, the root cause was attributed to a user related issue. Evidence of screw overtightening and unadvised screw angulation were observed, which should be avoided as it could damage the implant. As a reminder, the instructions for use clearly state that: "¿ screws must not be over-tightened during insertion. Excessive overtightening will compromise the integrity of the screw head, resulting in possible screw breakage." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that there was metal debris after removing the plate.